Event description:
It was reported that the health care professional (hcp) requested review of device data to confirm device operation. Upon review, it was found that the right atrial (ra) lead exhibited undersensing and loss of capture. Further review of electrograms reveled what appears to be atrial pacing on top of the t-wave; subsequently, putting the patient into life threatening rhythm, ventricular fibrillation (vf). The right atrial (ra) and right ventricular (rv) lead measurements were noted to have decreased, but still remain within normal range. Technical services (ts) provided troubleshooting and programming options. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested review of device data to confirm device operation. Upon review, it was found that the right atrial (ra) lead exhibited undersensing and loss of capture. Further review of electrograms reveled what appears to be atrial pacing on top of the t-wave; subsequently, putting the patient into life threatening rhythm, ventricular fibrillation (vf). The right atrial (ra) and right ventricular (rv) lead measurements were noted to have decreased, but still remain within normal range. Technical services (ts) provided troubleshooting and programming options. The device remains in service at this time. No additional adverse patient effects were reported. Additional information was received that this device has been explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) requested review of device data to confirm device operation. Upon review, it was found that the right atrial (ra) lead exhibited undersensing and loss of capture. Further review of electrograms reveled what appears to be atrial pacing on top of the t-wave; subsequently, putting the patient into life threatening rhythm, ventricular fibrillation (vf). The right atrial (ra) and right ventricular (rv) lead measurements were noted to have decreased, but still remain within normal range. Technical services (ts) provided troubleshooting and programming options. The device remains in service at this time. No additional adverse patient effects were reported.